Event description:
Additional information received indicated the surgical intervention was undertaken on (B)(6) 2021 wherein the lead was relocated. This addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2020-47870. It was reported the patient's right supra-orbital lead has been showing high impedance due to migration. Reprogramming was successfully performed but surgical intervention may take place on a future date. Note: both of the patient's supra-orbital leads are being reported because it's unknown which lead is liable.